Manufacturer narrative:
Sample collection and centrifugation information was not available. Calibration data showed all electrodes were within tolerance before this reported event. In addition, the customer confirmed quality control (qc) data for potassium was acceptable prior to the event. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse confirmed the reference valve was allowing bubbles to get into the ise flowcell. The fse replaced the reference valve which resolved the issue. The erroneous potassium results were caused by an ise reference valve malfunction.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining high potassium (k) results on five (5) patient samples generated on the olympus au481-02e (au480) with ion selective electrode (ise) clinical chemistry analyzer. The customer sent out the affected patient samples for retesting on an alternate analyzer; however, the repeat results were submitted for review. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in this report. There was no death nor injury or change to patient treatment attributed to or connected to this event.